Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 355531, serial# unknown, product type: screening device. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that during an implant procedure, the health care provider and manufacturer representative were seeing elevated impedance on most pairs with both leads that were greater than 10,000 ohms when testing with the multi-lead trialing cable. Pairs with 8, 9 and 10 had fine impedances. When checking stimulation response, they did not get any stimulation sensation up to 10 volts on both sides. The health care provider wiped down the leads and put them back into the multi-lead trialing cable, but this did not resolve the high impedances. The multi-lead trialing cable and external neurostimulator were changed out, but this didn't resolve the elevated impedances. The two leads that they started with were new. Another new lead was opened and they got the same impedance patterns with the new lead as well when testing with the multi-lead trialing cable. They connected one of the original leads and the 3rd new lead to the implantable neurostimulator. The manufacturer representative didn't change reference electrode, but then noted that all pairs were in 2000 - 2400 ohms range on the 0-7 side and was unsure which electrode was greater than 10,000 ohms. On the 8-15 side, values were in the 3000-4000 ohms except one electrode was greater than 10,000 ohms (the manufacturer representative couldn't remember which one). Nothing further was done at that point since the impedances had come down and the health care provider closed up the patient. Post-operatively, the manufacturer representative was trying to program the patient and checked the impedances at 3 volts. The impedances were showing greater than 40,000 ohms on pairs involving 8,12,13,14, and 15. Pairs 9,10, and 11 were in the 2000 ohms. Pairs 9, 10, and 11 were the only viable impedance values at every voltage of amplitude testing and the rest were out of range. The manufacturer representative turned on stimulation for the patient and the patient was feeling stimulation at 7-8 volts on both sides. The manufacturer representative thought that the health care provider was using saline for the procedure. The manufacturer representative was returning the 1st multi-lead trialing cable and one of the original new leads that they were using. The patient was seen on 2016-07-26 by a manufacturer representative and the impedances remained the same. The whole case they were high. Still only 9, 10 , and 11 are viable, but they do give good bilateral coverage of the patient's pain area so as of right now it is okay. The patient is set up using at least one of those contacts and is getting good coverage. The impedances varied quite a bit from intra-operative to post-operative, to the current state. The manufacturer representative had hoped that this situation was a temporarily high impedance scenario, but the values on 8-15 never fully normalized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found no anomaly. Conclusion code (B)(4) applies to this lead. If information is provided in the future, a supplemental report will be issued.